Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a difference between the sensor glucose versus the blood glucose readings. Customer's sensor glucose readings were higher than the blood glucose values. Customer's current blood glucose reading is 138 mg/dl. No further information reported.